Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with complaints of feeling dizzy with palpitations received inappropriate anti tachycardia pacing and hv therapy for an svt. The device was reprogrammed.